Event description:
It was reported that the right atrial (ra) lead was attempted, not implanted. The placement was difficult due to the patient's anatomy. The patient¿s right atrium had enlarged due to chronic atrial fibrillation (af), which made lead placement difficult. Also, it was difficult to find a site with good measurements so the helix had to be extended and retracted multiple times which resulted in the lead dislodging repeatedly. A different lead was implanted and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.